Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, broken of plug strap and one curved opening. A microscopic analysis and leak test were performed which identified, two openings crease smooth and broken sharp of plug strap . Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: two openings crease smooth in the side posterior assessed, as fold flaw opening. Broken sharp of plug strap assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, right side deflation. The device has been explanted and replaced.